Event description:
It was reported that caller experienced pump malfunction message labeled 199 in tandem source, and further review indicated malfunction code on pump was malf 0 with associated fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction message appeared again.